Event description:
It was reported there was a self test error code. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, but the keyboard was replaced as a preventive measure. It was also noted that the upper and lower cases were broken, one side bail cover was missing and one side bail cover was broken, one side bail was missing, the main printed circuit board (pcb), display and one board connector cable were contaminated. (B)(4).